Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis. On (B)(6) 2018 the patient noted volume loss and deflation was diagnosed by a physician. As a result, the device was replaced with another mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The implant date was updated to (B)(6)2003. The final fill volume of the impacted product was 470ccs. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 45-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis. On 9/11/2018 the patient noted volume loss and deflation was diagnosed by a physician. Upon receipt by mentor, two devices were returned without fluid. Yellow material was observed within the devices. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect of device a. No other anomalies were discovered. An area of missing material measuring approximately 1.9 cm x 1.8 cm was noticed on the anterior aspect of device b. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The lot number of the returned device was not visible. Therefore, it was not possible to determine which of the returned products was the impacted product. The complaint was confirmed since a rupture was found on the device. Microscopic examination revealed parallel striations. These types of striations are more conclusive with sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this point, is not possible to determine the etiology of the yellow material found on one of the devices. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).